Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed, and the customer stated that the insulin pump would not rewind prior to the event. The customer was advised to always be disconnected during the priming and rewinding to avoid the possibility of over infusion of insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement test.